Event description:
It reported that a pump was alarming for air in line messages. There was no patient injury.

Manufacturer narrative:
MFR ref number: (B)(4). Baxter received and evaluated the device. The reported symptom air in line message was confirmed but could not be reproduced. The unit was found to have cracks in the upstream sensor tail pins, which is a known contributor to the reported symptom. As a result, the upstream sensor was replaced.